Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly, the instrument was difficult to close and the staples did not form properly. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.